Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse catheter for which biosense webster¿s product analysis lab (pal) identified a broken tip exposing internal components. It was initially reported by the customer that a high voltage on électrode 5 occurred. Impossible to deliver pulsed field ablation (pfa). The customer's reported high voltage issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-sep-2025, the bwi pal revealed that a visual inspection of the returned device found the tip was broken leaving internal parts exposed, these findings were reviewed and assessed the issue as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the varipulse device was returned to johnson and johnson medtech for evaluation. Visual inspection and functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed the tip was broken leaving internal parts exposed, however, this issue was not reported by the customer. The device was connected to the generator and a pulse-field ablation (pfa) cycle was performed and the device was found working correctly. No errors were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The high voltage reported by the customer was not confirmed. The potential cause of the tip broken could be related to excessive force or manipulation during the handling or shipment after the procedure due to the damage was not reported by the customer, however, this cannot be conclusively determined. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the broken tip exposing internal components which were identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported high voltage issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).